Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device failing self-test for defib was observed but not verified. The device was put through extensive testing without duplicating the malfunction. The reported malfunction of the device failing self-test for pace was observed during review of the device activity logs but not observed during functional testing. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device's processor/bridge/pace board was replaced as a precaution for both malfunctions. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace. Complainant indicated that there was no patient involvement in the reported malfunction.